Event description:
N/a.

Manufacturer narrative:
Photographs were received from the facility and reviewed. The dilator hub is observed to be broken off the from the shaft of the dilator. The introducer dilator and sheath were returned with no evidence of blood on the components. The hub of the dilator was found broken off from the dilator tubing. The hub of the dilator was observed to be slightly stripped. No damage was found on the returned sheath. The returned dilator and sheath were measured and found to be within specification. The angiographic needle, extender tubing, guidewire, pressure tubing, three-way stopcock, and vessel dilator were also returned. No other visual defects were identified. The evaluation confirmed the reported failure the root cause of the issue at this time is impossible to define. CAPA 830128 has been initiated to investigate this issue further and identify a root cause. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
N/a.

Manufacturer narrative:
Initial reporter full name: (B)(6). Event site postal code: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that while prepping the intra-aortic balloon (iab), the physician was inserting the dilator into the introducer sheath when they noticed a break at the hub of the dilator. A new insertion kit was then used to continue. There was no patient harm or adverse event reported.